Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 09-jul-2025. Investigation summary: bd received 15 samples and one photo for investigation. Evaluation of the samples confirmed the presence of an air bubble in the gel. The samples show a tube with air bubbles in the gel barrier. Evaluation of the samples and photo confirmed the presence of fm in the tube; no fm was identified on the outside of the tube. There are black particles in the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: foreign matter (inside the tube) and gel air bubbles. This complaint is unable to be confirmed for foreign matter outside the tube. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 27 tubes contained gel air bubbles and an unspecified number contained foreign matter inside the tube as well as foreign matter outside the tube. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 27 tubes contained gel air bubbles and an unspecified number contained foreign matter inside the tube as well as foreign matter outside the tube. There was no health impact or consequences reported.